Event description:
The customer received a control result of 126mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution is not expected to be returned for evaluation.

Manufacturer narrative:
This information was not provided in the initial report.